Event description:
Information received indicates the casters will rotate when in brake, with pressure on the side of the stretcher.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the bed.